Event description:
Philips received a complaint on the tempus pro indicating that the device reboots/turns off. The customer stated that there's an interrupt in monitoring. The records says that remote support was provided and the device requested to be send to the bench. It is unknown why the bench repair was cancelled. Good faith effort was performed to get the reason for cancellation however it was not successful. The reported problem was unconfirmed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received the complaint file will be reopened.